Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed for te231008 (o2valveleak). This occurrence was noticed during patient ventilation. This is not further explained. The device log files were provided to hamilton. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed for (B)(4) (o2valveleak). This occurrence was noticed during patient ventilation. This is not further explained. The device log files were provided to hamilton. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.